Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/24/2025, the user reported that the ilet pump was exposed to water while scuba diving and is now nonfunctional. Blood glucose was not affected.